Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was taken out of standby mode several times with no problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not emerge from standby mode without being reinitialized. There was no adverse pt involvement reported. There was no pt info reported.